Event description:
Medtronic received information from a journal article abstract that a pulmonary valved conduit had been replaced due to aneurysmal dilatation of the conduit leading to valve failure. The explant was reported as part of a retrospective study evaluating this conduit¿s use in pediatric populations with congenital heart defects requiring right ventricle to main pulmonary artery connection. The abstract indicated that the study showed development of distal conduit stenosis and valve thrombosis for this device and population.

Manufacturer narrative:
Additional information received via full text article: medtronic received information via a journal article in the world journal of pediatric congenital heart surgery that 41 months post-implant of this 12mm bovine conduit in a pediatric patient, the conduit was explanted. The conduit had been implanted at 7 months of age to establish continuity between the right ventricle and pulmonary artery after plication of the branched pulmonary arteries and closure of the ventricular septal defect. At 4 years of age the patient presented to the hospital with a history of fever and evidence of respiratory tract infection. A chest radiograph revealed a large homogenous opacity involving almost the whole upper zone of the left hemithorax, extending to the cardiac pulmonary bay area. The opacity did not resolve despite medical management. Echocardiogram revealed a large outpouching from the right ventricular (rv) outflow tract area with a laminar layer of clotting blood lining the structure. There was rv outflow tract obstruction (21 mmhg) with severe pulmonary regurgitation. Computed tomography (CT) angiography revealed a large pseudoaneurysm arising from the contegra graft, compressing the left upper lobe, lined with thrombus. The patient was negative for infective endocarditis. The contegra graft was explanted and replaced with a 19mm aortic homograft with main and right pulmonary artery plication. Perioperative findings revealed that it was a true aneurysm with intact vascular lining. Histological examination revealed a 65x65x45mm grayish white aneurysmal sac with reddish brown mucosa and 10mm thick wall. Microscopic evaluation showed a dilated vascular channel with partial necrosis of the wall and thrombi covering the intimal surface. Several foci of calcification were seen in the wall and within the thrombi with no leuko cytic infiltration. The article reported that this conduit aneurysm was not associated with younger age or smaller conduit size; however, the exact mechanism is unknown. There was no distal obstruction, mechanical stress, or undetected subacute endocarditis, which could be a cause for aneurysmal dilatation. The wall of the aneurysm was thick due to probable inflammation and fibrosis. Removing the aneurysm in its entirety relieved the compression of adjacent structures and resolved the left upper lobe collapse, with no long-term sequelae. There was no evidence of pulmonary embolism, though the aneurysmal pouch was lined by clotted blood with a high risk for embolization. The patient was discharged 7 days post-explant and was asymptomatic at 3 months post-explant. The listed event date represents the approximate date based on the date of submission of the article for publication. Additional information is being sought regarding the details of this event and return of the device. A supplemental report will be filed should additional information be received. Qureshi, au., abbaker, ae., sivakumar, s., latiff, ha. Aneurysmal dilatation without distal obstruction: a rare complication of valved bovine jugular vein conduit. World journal for pediatric and congenital heart surgery. Apr 2014;5(2): 348-51. (B)(4).

Manufacturer narrative:
No other details or information regarding the explant or other study findings were immediately available; additional information is being sought. The listed event date represents the approximate date of the online publication of the abstract. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information, date of event, and suspect medical device information received. Product analysis: the author indicated that the valve is unavailable for return, therefore no product analysis can be performed. Conclusion: the reported information indicated there was no distal obstruction and mechanical stress or undetected subacute endocarditis that may have caused the aneurysmal dilitation. Aneurysm formation has been reported in both types of contegra, with and without support. The article concluded that "true aneurysmal dilitation in the absence of distal obstruction is a rare complication of contegra conduit implantation. Aneurysmal dilitation requires close monitoring and timely intervention to prevent conduit failure as well as other potentially serious consequences." Medtronic will continue to monitor for future similar events.